Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Despite multiple good faith efforts boston scientific was unable to obtain the initial implant date of the device.

Event description:
It was reported that the superion indirect decompression system implant patient experienced device migration. The device remains implanted.